Event description:
The customer reported via phone call that her insulin pump experienced a blank display. The customer explained that she had just inserted a new battery and woke up with the insulin pump being blank. The customer's blood glucose was over 500 mg/dl. The customer treated her high blood glucose with a manual injection. The customer had also receive the failed battery test alarm. The customer was advised that if the failed battery test alarm was not cleared, the alarm would recur with each new battery inserted. While troubleshooting, the customer confirmed that the battery compartment and spring were neither damaged nor corroded. The customer was advised that a replacement battery cap would be sent. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.